Manufacturer narrative:
The battery cap has not been returned to animas. If the battery cap is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, reporter contacted animas, alleging a casing/condition (external component issue) issue. It was reported that the battery cap was difficult to remove. Reporter stated that the battery cap was aligned properly and there was no damage to the pump. There was no reported adverse event associated with this complaint. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.